Event description:
A pt reported experiencing inaccurate erratic results with a otp meter. The pt's blood glucose results were 22, 344, 327 mg/dl. Tests were done within mins with a difference of 82%. Pt did not experience any adverse events. No further info has been reported.